Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a non-vitros biorad immunoassay plus lot 40420 level 1 control fluid, when compared to the customer¿s established baseline mean, using a vitros tsh reagent on a vitros 5600 integrated system. A definitive assignable cause for the event was not determined. Based on historical quality control results, a vitros tsh lot 6891 performance issue is not a likely contributor to the event. Additionally, an instrument related performance issue did not likely contribute to the event as the customer gave no indication of any potential instrument malfunction and acceptable qc fluid results were obtained when a fresh reagent pack was processed without performing any actions on the vitros 5600 integrated system. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6891. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros tsh result obtained from a non-vitros biorad immunoassay plus lot 40420 level 1 control fluid, when compared to the customer¿s established baseline mean, using a vitros tsh reagent on a vitros 5600 integrated system. Biorad level 1 lot 40420 result of 0.467 miu/l vs. The expected results of 0.306 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and higher than expected biorad qc fluid result was from non-patient fluid and so was not reported from the laboratory. There is no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).